Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The prograsp forceps instrument was further evaluated by failure analysis engineer (fae). The initial observations were confirmed. Upon installing the instrument on an in-house system, it was found to have imprecise motion in the yaw direction. Upon further inspection, there was a dislodged cable in the proximal end which likely lead to the imprecise motion. There was no additional damage to any components in the proximal end. The probable root cause is attributed to a loss of cable tension in the proximal end which may have resulted from a stretched cable. The bent grip failure reported by the customer was not confirmed nor replicated. The grips did not appear to be bent when observed under a microscope. Additional unrelated observations not reported by customer: the initial failure analysis observation of a frayed grip cable and the conductor wire's retracted insulation were confirmed. Per retracted insulation afma investigation, it is likely that the frayed grip cable resulted in increased tension on the conductor wire. With the grip cable almost broken, the wire may be pulled taut or displaced due to the lack of counteracting force. Retraction of the insulation and breaking of the conductor wire at the distal end is attributed to the component's susceptibility to damage. Correction: h8. Usage of device was updated to: initial use of device.

Event description:
Refer to h11 for follow-up information.